Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, progressive vision loss, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: wibowo, a., kapoor, k. M., & philipp-dormston, w. G. (2019). Reversal of post-filler vision loss and skin ischaemia with high-dose pulsed hyaluronidase injections. Aesthetic plastic surgery. Doi:10.1007/s00266-019-01421-6.

Event description:
This case is linked to 2135225-2019-00076. This literature report from (B)(6) concerns a patient who was injected with a total of 2 ml of hyaluronic acid into the nasal dorsum, tip and columella. The patient experienced a probable intra-arterial injection of filler material. After the hyaluronic acid treatment, the patient developed features of vascular involvement. The patient initially developed tell-tale signs of impending skin necrosis in the nasal and forehead skin followed by ptosis, severe pain and progressive vision loss in the right eye until a point where the patient could only perceive light. Corrective treatment included managing the patient with multiple doses of hyaluronidase in the involved skin and two doses of retrobulbar injection for vision loss. Significant recovery in the skin and ophthalmic components occurred within 20 days of filler injection. The outcome of the events was therefore considered resolved. In the opinion of the authors, the events were probably related to hyaluronic acid. In the opinion of the authors, this case demonstrated that recovery of the ischaemic ophthalmic and cutaneous changes secondary to probable intra-arterial injection could be accomplished using combined retrobulbar and periorbital intracutaneous injections of high-dose pulsed hyaluronidase. Follow-up information was received on 20-jul-2019: full text article was received. Event 'features of vascular involvement / signs of impending skin necrosis / probable intra-arterial injection' was amended to 'features of vascular involvement / signs of impending skin necrosis / probable intra-arterial injection/regions of micro-necrosis after second ha treatment' and re-coded from 'vascular complication associated with device' to 'injection site necrosis'. The event 'ptosis' was amended to 'ptosis after second ha treatment' and the event 'progressive vision loss' was amended to 'progressive vision loss/ blurred vision after second ha treatment'. The event 'not fully satisfied with result after first ha treatment' was added. The case concerns a (B)(6)-year-old female patient. She was injected with hyaluronic acid for nasal dorsum augmentation, using a 25g cannula. The patient was injected with 1 ml of hyaluronic acid in her nose, one month before, and was not fully satisfied with the result. About 10 minutes after the second filler injection, the patient started developing blanching of the nasal skin followed by upper eyelid ptosis, blurring of vision and deep pain in the right eye. For the first 30 minutes after the onset of signs and symptoms, local massage was performed. The injecting physician gave 30 units of hyaluronidase after about 30 minutes of onset of signs and symptoms, without immediate improvement. The skin on the nose tip, nose bridge, columella, glabella, part of the forehead and bilaterally medial cheeks and nasolabial folds became dark purple/blue. Pain in the involved skin area continued to worsen. The pain in the eye also increased and the loss of vision continued to worsen. One hour after treatment, the patient only had a perception of light in the right eye. She was admitted to the hospital under a neurologist for observation. At the time of admission, the patient was conscious, fully alert and coherent. The patient continued to have worsening of cutaneous symptoms with discolouration and mottling of the demarcated ischaemic zone and continued pain in this area. She also started developing some pustules, indicative of regions of micro--necrosis, in the ischaemic zone. She also developed periorbital swelling, conjunctival congestion, chemosis, and her vision continued to be at the level of perception of light only. During hospital stay, the patient received pain killers and intravenous fluids only. On the third day after the filler treatment, the patient was referred to an aesthetic physician having experience of working with fillers and its complications. On clinical examination, the patient had periorbital oedema and right upper eyelid ptosis. Fundoscopy and visual field index (vfi) were performed on third day after treatment. Fundoscopy showed that only 30% sparing of the ophthalmic artery circulation was there and the patient's visual field index was found to be only 19%. It was immediately decided to start with a high dose of pulsed hyaluronidase protocol. About 40 hours after the treatment, the first dose of 1500 units of hyaluronidase (mesologica, 1500 units/ vial) was injected in the ischaemic zone spread over the nose bridge, columella, nose tip, glabella, forehead and bilaterally on medial parts of cheeks and nasolabial folds. No immediate change was observed in the skin condition and vision loss. Six hours after the first injection, the patient was injected with another high dose of hyaluronidase and a second dose of 1500 units of hyaluronidase was injected in the same area. The patient was also recommended to take oral aspirin (80 mg per day) and antibiotics (cefixime 200 mg twice a day). On the fourth day after the treatment, the patient still had extensive discolouration of the skin of the nose and adjoining areas, including multiple small areas of skin necrosis. As vision had not improved with subcutaneous injection of two doses of high- dose hyaluronidase injection alone, it was decided to give a retrobulbar injection of hyaluronidase also. The first dose of 900 units of hyaluronidase was injected, 600 units by superior and 300 units by inferior retrobulbar injection technique, more than 72 hours after the filler injection. At the same time, the third dose of 1500 units of hyaluronidase was injected in the ischaemic skin zone. On the fifth day after the filler treatment, some improvement in the discolouration of the skin and reduction in affected skin area at the periphery of the involved skin was observed. The fourth dose of 1500 units hyaluronidase was given in the affected skin area. At the same time, the second dose of 900 units of hyaluronidase was given in the retrobulbar area by the same superior and inferior approach. Four hours after, the patient reported significant relief from diffuse blunt pain in the right eye. Her vision also improved from the perception of light to seeing hand movements. On the sixth day after filler treatment, another fundoscopy was performed. No vascular obstruction was observed and vessels were found to be of normal size. There was, however, some oedema over the optic nerve head and sclera around the macula. The fifth dose of 1500 units of hyaluronidase was given in the ischaemic skin zone. On the seventh day after the filler treatment, the patient was able to do some movement of the right upper eyelid. Her vision also improved, and swelling in the eyelids and conjunctiva started decreasing. On the eighth day after the filler treatment, the patient was able to move her right upper eyelid partially so that her 50% palpebral aperture could be seen now. Her vision also improved significantly, and she was able to see the shape of large objects with her right eye. The affected skin started showing a return to normal skin colour at most places and continued to improve with signs of healing as seen on the ninth and eleventh days. On day 12 after the filler treatment, the patient was able to move her right upper eyelid to a large extent so that her 90% right palpebral aperture could be seen now. A large part of the affected skin was showing signs of recovery and healing, leaving only some small areas of skin necrosis and scarring. On the 13th day after the filler treatment, fundoscopy was performed again, and some oedema in the optic nerve head was still present. The skin continued to show improvement as seen on the fourteenth day. On the 21st day after the filler treatment, normal movement of the eyelids was noticed, and there was nearly 70% recovery of the vision in the right eye. The visual field index of the right eye was found to be 66%. The cutaneous component of the complication was also recovering very well with small areas of skin necrosis along with healing changes and scars at multiple areas. After three months, the patient fully recovered from the visual loss, and there was minimal skin deformity in the form of very small areas of scarring at multiple places. Due to the provided information, the outcome of the event 'features of vascular involvement signs of impending skin necrosis / probable intra-arterial injection/regions of micro-necrosis after second ha treatment' was considered as recovered with sequelae. The outcome of the event 'not fully satisfied with result after first ha treatment' was not reported. In the opinion of the authors, retrobulbar injection of large doses of hyaluronidase dissolved hyaluronic acid emboli, due to its enzymatic action. The immediate improvement in pain in the eye after the second retrobulbar injection in both cases also pointed to this direction. The large bolus dose of hyaluronidase could dissolve a large amount of hyaluronic filler thus reducing the pressure in the eye and hence reducing pain caused by the pressure effect of filler.